Event description:
It was reported the tip of the guidewire seems broken off after it was re-shaped. No pt injury reported.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).